Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the device ruptured; however, none of the pieces were retained in the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the device ruptured; however, none of the pieces were left behind in the patient.

Manufacturer narrative:
Received 1 used silicone catheter only. The reported issue was confirmed. Per visual evaluation no defects were found. During functional testing, the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe and immediately the water came off due to the balloon was damaged. The sample was observed under 10 x magnification and no particles were found along the balloon area. Dimensional results are as follows: the balloon active length measured 0.7105¿ on one side and 0.7085¿ on the other side (spec dwg8040= 0.6 - 0.9 in.). The balloon active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿ recommended inflation capacities: 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the device ruptured; however, none of the pieces were retained in the patient.